Event description:
On (B)(6) 2025 the user reported hyperglycemia with a highest blood glucose (bg) of 315 mg/dl that persisted despite meal announcements. The user changed the infusion site and later replaced all supplies, after which bg returned to range. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.